Event description:
It was reported that this pacemaker entered safety mode. Emergent device replacement was recommended, but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker entered safety mode. Emergent device replacement was recommended, but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to return for analysis as it was discarded by the explanting facility.

Event description:
It was reported that this pacemaker entered safety mode. Emergent device replacement was recommended, but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to return for analysis as it was discarded by the explanting facility.